Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began about a month prior to contacting lfs (approximately (B)(6) 2012 at 9 a.m.) The patient claimed that she obtained blood glucose results of "222 and 175 mg/dl" which she felt were inaccurately high compared to how she was feeling and/or her normal results. The patient mentioned that she manages her diabetes with diet, exercise and oral medication (type/dose unknown). The patient said that prior to the alleged issue starting she had consumed more food and/or drink than in her normal diabetes management. The patient claimed that she developed symptoms of "shaky and nauseated" on (B)(6) 2012 at 9 a.m. The patient informed the cca that she went to a doctor's appointment (at an unspecified time, around the time the alleged issue began) and was given oral medications for her diabetes (glucovance 500 mg, 1 tab in a.m. And 1 at night). At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. The alleged issue was resolved with training. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
On (B)(6) 2012 - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing ((B)(4) 2012) with no faults found. The test strips were expired at the time of the complaint. Instructions for use indicate test strips must be used prior to expiration date. No product analysis required. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.